Event description:
It was reported that the patient was hospitalized (B)(6) 2012 with a mastoid abscess later confirmed as a (B)(6) infection. Incision and drainage procedure of the abscess was performed. The patient was treated with clindamycin and cefotaxime antibiotics through a PICC line for two weeks. On (B)(6) 2012, the patient's treatment continued with oral antibiotics. Currently, the swelling at the patient's implant site is reduced. The patient's device has been activated and the patient is reportedly doing well.